Event description:
It was reported that a gradual increase in shock impedance measurements was observed from this right ventricular (rv) lead. The highest measurement was out-of-range at approximately 130 ohms. Provocative maneuvers were performed which did not demonstrate any spikes in impedance or noise. The physician hypothesized that the increased shock impedance was due to lead maturation as there were no other sensing issues noted from the rv lead. Technical services was contacted and provided further troubleshooting options for in-clinic assessment. It was also discussed that the shock impedance alert limit could be increased. At this time, the rv lead remains implanted and no adverse patient effects were reported.